Event description:
It was reported that the right ventricular (rv) lead failed to capture at 8 volts at 1.5 milliseconds. It was further reported that the lead exhibited diminishing r waves. The lead was repositioned to a more septal location and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Products: a2dr01 implantable pulse generator (ipg) 2013 (B)(6); 5086mri implantable pacing lead 2013 (B)(6). (B)(4).